Event description:
It was reported to the manufacturer that during generator replacement surgery the pt's lead with the new generator showed high lead impedance on a diagnostic test. Therefore, a full revision was performed. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.